Manufacturer narrative:
The device history record review found the part met specifications. Visual and functional examination indicates the lead thread on the screwdriver retaining shaft is deformed and inhibits the retaining shaft from threading onto the screw head. The sequoia driver were recalled and the office recall and emergency coordinator was notified of the actions taken in 2008. Further investigation is pending.

Event description:
On 02/07/2008, the sales representative reported that during a transforaminal lumbar interbody fusion (tlif) procedure, the outer sleeve of the driver was unable to engage the tulip head of the screw. After surgery, it appears that the leading edge of the sleeve was bent outward from the center shaft. The surgeon finished the case as intended with the other driver that was in the kit. There was no surgical delay and no report of injury.